Event description:
The loaner core console was returned to stryker instruments for service. During functional testing and visual inspection by a service technician, it was found that the device had a broken wire of the power display from the circuit board, a condition in which the device has the potential to cause a connected handpiece to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was repaired and placed back into stryker stock.